Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, it the physician attempted to exchange the impella cp for an impella 5.0. However, the 5.0 device could not pass through the patient's vasculature. The exchange was aborted, however the impella cp was not removed, and the patient was able to continue treatment.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.